Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2021. Block d6b: explant date: 2021. Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9218150, model: sc-9218-15, serial: (B)(6), batch: 7019235/7027302.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. All device components were explanted and will not be returned.